Event description:
A customer reported a malfunction on their insulin pump, specifically malfunction code 12, occurring three times in one day. As a result, the customer¿s blood glucose level rose to 525 mg/dl. The customer administered a correction injection using mdi to address the high blood glucose. Technical support confirmed the issue and arranged for a replacement pump to be sent to the customer. The customer was instructed on necessary steps for pump replacement and return of the faulty pump. There was no reported need for third-party assistance due to the incident.